Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). This complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A non-conformance search was performed for this product code 210030, lot 3792752 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the customer's gryphon peek anchor with ds orthocord broke and cracked in half during insertion. The sales rep stated that the surgeon removed the anchor with no issues. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole. The sales rep reported that there were no patient consequences or delays in the case. The sales rep stated that there was no debris left in the patient. The sales rep was unsure of the patient 's bone quality. The sales rep was not present for the case therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.